Manufacturer narrative:
Device was used for treatment, not diagnosis. Caird, m., mueller, k., puryear, a. And farley, f. (2003). Compression plating of pediatric femoral shaft fractures. Journal of pediatric orthopaedics, 23:448¿452. This report is for an unknown ao compression plate and screw / unknown quantity / unknown lot. Additional device product code: hwc. (Other number): UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, caird, m., mueller, k., puryear, a. And farley, f. (2003). Compression plating of pediatric femoral shaft fractures. Journal of pediatric orthopaedics, 23:448-452. The authors conducted a retrospective review of 60 children under the age of 16 years with femoral shaft fractures treated with association for osteosynthesis (ao) compression plate fixation and screw between 1990 and 2000. Either 3.5 millimeter (mm) or 4.5mm dynamic compression plates were chosen for treatment. Forty-one boys and 19 girls were included in the study. The average age of the patients was 8 years (range 3- 15 years). All children were followed through hardware removal. The mean duration of follow-up was 21 months (range 7-98 months) and included clinical and radiographic evaluation. Serious injury results included patient 3, an (B)(6) male who experienced refracture, underwent treatment with flexible intramedullary nails and subsequently healed. This is report 3 of 4 for (B)(4). This report is for an unknown ao compression plate and screw.